Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Camera was replaced. Codes b01, c02, c08, and d02 are app licable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot number: p907111 h3, h6: the camera, lot number: p907111, was returned to the manufacturer for analysis. After functional testing, visual/physical ex amination and proceduralized device testing, the reported issue was confirmed to be an electrical failure. A check of the event log showed a battery voltage low message along with bump detected and storage temperature exceeded. The power supply unit (psu) passed an accuracy test (aak) at .078mm with a passing threshold of .250mm. The reported event could be duplicated by medtronic personnel. Codes b01, c02, and d02 are applicable to this analysis. H6: codes a05: mechanical problem, a1102: application program problem are applicable to the system prompted a localizer faulted message. Code f26: no health consequences or impact is applicable to no impact to patient's outcome. Code f1906: modified surgical procedure is applicable to the site continued surgery without the navigation system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the system prompted a localizer faulted message when they went to use it during a surgery. It was noted that the site continued surgery without the navigation system. It is unknown if there was any impact on patient outcome. There was no surgical delay. Additional information was received. It was reported that the manufacturer representative (rep) confirmed the system had a bump and an internal temp in the network device interface (ndi) toolbox. Additional information was received. It was reported that there was no impact to patient outcome.